Event description:
It was reported that stimulation was in wrong location. The patient felt stimulation in the desired area the day prior to the date of report. Desired location was down back and leg. Device was turned off the night before bed and when turned back on in the morning on the date of report, stimulation was felt in rib area. It was also noted patient had to turn up stimulation to 4 volts, which was higher than usual. Device settings were changed, but stimulation continued to be felt in the wrong location. No reports of falls or excessive activity noted. Patient had an appointment scheduled for (B)(6) 2012 with follow up doctor. Additional information was requested but not yet received at time of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).